Event description:
It was reported that following balloon angioplasty and stent (subject device) placement in the left supraclinoid internal carotid artery (ica), the left ica angiogram showed a dissection and ccf (carotid-cavernous fistula) near the treated area. A second stent was deployed for treatment. The patient mrs (modified rankin scale) pre and post procedure were 0; however, the dissection and ccf were ¿¿unrecovered¿¿ additional information received indicated the ccf was related to the dissection, and that the cause for the dissection was unclear. The current patient condition is unknown.

Event description:
It was reported that following balloon angioplasty and stent (subject device) placement in the left supraclinoid internal carotid artery (ica), the left ica angiogram showed a dissection and ccf (carotid-cavernous fistula) near the treated area. A second stent was deployed for treatment. The patient mrs (modified rankin scale) pre and post procedure were 0; however, the dissection and ccf were ¿¿unrecovered¿¿ no additional information has been received.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned.

Manufacturer narrative:
The subject device will not be returned because it remains implanted.